Event description:
It was reported that balloon rupture occurred. The first balloon (nhpw241122a) used for the 90% stenotic calcified lesion of the shunt pta ruptured at 16 atm during the first inflation, and the second balloon (nhpw241216a) also ruptured at 14 atm during the first inflation. Then it was replaced with a new identical product and the operation was continued. No complications were reported.

Manufacturer narrative:
The product was returned for investigation. There were ruptures found throughout the entire length of both balloons. It is considered that the reported event was caused by local contact with a hard surface, but the detailed cause could not be identified. No abnormalities were found on the production records. The instructions for use (IFU) provide general instructions for use, warnings and precautions related to the device, and information to make users aware of potential complications and other events similar to this event that may occur. This report does not imply an admission by anyone that the products mentioned in this report are defective. Although no complications have been reported, we are reporting this event conservatively because balloon rupture or shaft leakage is known to potentially cause adverse events.